Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the patient had been implanted elsewhere and they had stated that it never worked. The surgeon had tried to turn up the device setting without any luck. The hcp noted the patient had a lot of other issues going on like bacterial overgrowth. It was unknown if any diagnostics/actions/interventions were performed, and the issue was not resolved at the time of the report. The rep later stated they had no additional information regarding the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.